Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during use. The technical service representative (tsr) explained the alarm and advised to start over with new supplies. The spouse stated, the patient line disconnected when the patient rolled over in bed. The nurse was contacted and stated there were no repots of the event from the patient or spouse and that the patient had no injuries related to the event. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.